Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a consumer from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2011, the patient experience bacterial peritonitis manifested by turbid yellow dialysate effluent, abdominal pain and a fever. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis. The results of the culture were bacterial. On an unreported date, the patient began remedial treatment with amikacin 12 mg/l incorporated in pd solution. As of the time of this report, the patient remained hospitalized with the event of bacterial peritonitis ongoing and improved. The outcome of the fever was not reported. Pd therapy was ongoing. The consumer opinion of causality was unknown for the bacterial peritonitis and not reported for the fever. The reporter did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.